Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023.

Event description:
It was reported that the spinal cord stimulator (scs) damaged the patients spine. The patient underwent an explant procedure. No further information could be obtained.